Event description:
In 2/04 crossmatch testing was performed based on the e negative results, and results were incompatible with a pt whose serum contained anti e. Upon further testing. It was determined the unit was e positive and therefore mislabeled.